Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed empirically based on the information provided. Available information suggests patient factors and challenging imaging likely contributed to the event. As per information received, the patient presented extreme tethering on both leaflets, increasing the risk of the leaflet slipping out of the implants clasps. The implanter recommended using a second device to stabilize the device given to the pronounced tethering, however, team declined it due to the possibility of device interaction. Likewise, there was poor echo quality due to challenging anatomy, which may have increased difficulty in achieving the optimal device positioning and leaflet capture, leading to slda. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from greece, edwards received notification of a pascal precision ace procedure in mitral position. Approximately two months post procedure, there was a single leaflet device attachment (slda) with the implanted device. It was a very challenging case, as patient had extremely tethered leaflets and the imaging was difficult. During the procedure, an ace was successfully implanted in anterior-posterior position (a3-p3). Clinical specialist suggested to stabilize the first device due to big tethering, however decision was made not to do so for possibility of device interaction. The initial mitral regurgitation (mr) grade was severe, reduced to mild after the index procedure, so the patient was discharged home. Approximately two months after the index procedure, an slda was detected and a reintervention took place.